Manufacturer narrative:
The insulin pump was received with missing retainer. The pump was unable to perform displacement test due to missing retainer. Unit received with scratches on lcd window. The pump was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of scratched screen. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.